Event description:
It was reported that the user experienced hyperglycemia while using the ilet following a meal, with blood glucose reaching 277 mg/dl and not trending down for approximately 90 minutes, and a prior report of a bent cannula earlier in the day; after initial refusal, the user performed a site change with a contact detach steel infusion set, and no abnormalities of the set or insertion site were observed. Symptoms included elevated blood glucose without reported clinical symptoms. Outcomes included resolution of hyperglycemia with confirmed downward trend after the site change and no hospitalization. Investigation included user coaching, device use review, and follow-up to confirm glucose trend. Investigation of this case revealed that the initial hyperglycemia was consistent with a possible infusion issue; the post-change improvement suggested restoration of insulin delivery. It was concluded that the cause of hyperglycemia was unclear, though an infusion set or cannula issue remained possible, and the event resolved after troubleshooting and site replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.